Event description:
It was reported while stimulation was turned on the patient had frequent stiffness in the neck off and on for almost a year. The patient also used a clearasonic face machine. The patient received assistance from the manufacturer representative and her concerns were resolved.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type lead. (B)(4).